Event description:
It was reported that: "physician reported that he wanted to try and bail out an alternative closure method which failed by replacing with manta. Vessels were diseased. There was difficulty advancing peripheral ventricular assist device(pvad)for the protected pci. After the intervention, physician said that bleeding was occurring around the sheath that was in place. At the time manta was deployed bleeding was occuring around the manta device and was verified with imaging. At that point it was decided to place a covered stent.

Manufacturer narrative:
Qn# (B)(4). Section h6: investigation codes updated.

Event description:
It was reported that: "physician reported that he wanted to try and bail out an alternative closure method which failed by replacing with manta. Vessels were diseased. There was difficulty advancing peripheral ventricular assist device(pvad)for the protected pci. After the intervention, physician said that bleeding was occurring around the sheath that was in place. At the time manta was deployed bleeding was occuring around the manta device and was verified with imaging. At that point it was decided to place a covered stent.

Manufacturer narrative:
(B)(4) full UDI is not available as the lot# was not provided by the customer. The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed. The patient presented in the or for a protected pci with (pvad). Vessels were noted as diseased and difficulty was experienced advancing the (pvad for the protected pci. Following the protected pci, an alternative closure method were deployed although broke and failed in closing, and the bleeding continued around the sheath. The decision was made to utilize a 14f manta device as a bailout. The bleeding continued during the manta deployment and was verified by imaging. The physician then chose to place a covered stent and patient outcome post-procedure was fine. It is possible the manta was unable to close the access properly and required stent placement due to user error. The access was first attempted unsuccessfully with a different closure device which likely caused damage to the vessel and would not allow the manta to seat properly. However, after three unsuccessful attempts at obtaining further information for this complaint investigation, no information regarding the initial and deployment procedures, patient conditions or environment, no angiograms or device return, a root cause of the extended hemostasis requiring a covered stent cannot be determined due to the lack of information provided. The manta instructions for use (IFU) precautions if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure, place a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The safety and effectiveness of the manta device have not been established in the following special patient populations: patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. IFU procedure preparation states to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Final cause code undeterminable; user error.